Manufacturer narrative:
(B)(4). Investigation summary: photo analysis: one picture was received for evaluation it was observed a needle/suture was held by the needle holder. The product code should be w2780. The picture is not clear to determine the reported condition. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Lot number is unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the surgery, it was reported that the needle broke when sewing in unknown surgery. Another like device was used to complete surgery. There were no patient consequences reported. Additional information was requested.